Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient underwent a novasure ablation procedure on (B)(6) 2024, which was successfully completed. However, when the device was removed from the uterine cavity, the clinician noticed an array damage. As specified, the clinician examined the array prior to inserting the device, and it was intact. But once the ablation was completed, the clinician examined the array and noticed a small hole in the array net. She did a hysteroscopy check and could not see anything of concern inside the patient ¿ she confirmed that the ablation was successful, and that the array had not detached inside the patient. As reported, there was no patient harm or negative consequence to patient observed. The involved device was discarded by the facility. No additional information available.